Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to low blood glucose. The customer did not mention any symptoms such as nausea and vomiting. Blood glucose at the time of the admission was 20mg/dl. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization but was off pump for less then 48 hours. The customer states the pump gave them to much insulin and they crashed and went down to 20 mg/dl they fell and hit there head and there eye got swollen. The insulin pump will be returned for analysis. Pump passed functional testing.